Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that she got the device re-implanted and it is not working. Patient thinks the probe is in the wrong place. She has changed all the different numbers and tried all the programs and just doesn't work. Not stopping the flow. Tried almost every setting. Pokes and hurts and not stopping. Not making it to the bathroom and she is having to use depends. Especially if she turns on the water she pees. Patient said it feels like sitting on a stick all the time. The issue has been going on since implant. Checked patient's current settings. Patient was on 2.5 on program 3. Patient lowered the stim 2.3 and said she can hardly feel the stimulation. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Concomitant products: product ID: 978b128, lot# va2ephw, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.